Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated except graph and back button all buttons was unresponsive. Customer stated pressing menu button does not take them to the menu screen. Customer stated using the up arrow does not allow them to navigate screens. Customer stated using the down arrow does not allow them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they are not seeing 0.0 when attempting to program a basal. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the buttons are not responding. Customer stated the down arrow and the back arrow would not respond. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Cannot be seen when programming a basal due to unresponsive keypad.